Event description:
It was reported that (1) cdh29 was used during low anterior resection procedure. It was reported by the rep that the rectal pouch was formed using an ax55b, bowel clamp and long knife. The proximal portion was resected using a tlc55. The anvil head was secured using a circular stitch (3-0 prolene) utilizing an eh40. The cdh29 was placed in the rectum by assisting surgeon. The trocar was advanced through the pouch and attached to the anvil head and retracted. The staple gauge indicated a position at the mid point of the gauge. The safety was released and the device was fired. An audible crunch was heard. The safety was re-engaged and the device was opened 3/4 of a turn. It was rotated right then left and fish tailed out. The anastomosis was inspected and fecal matter was observed in the pelvic cavity. The posterior portion of the anastomosis was sutured closed and checked off air tightness with a proctoscope. A diverting ilieostomy was created and procedure was complete in the usual fashion. The surgeon observed two complete doughnuts from the cdh29.